Event description:
During primary surgery, the plate broke. No harm to patient; no surgical delay. In 2005: information rec'd documenting that the plate broke after the procedure requiring a revision surgery.